Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead with four stylets was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to sense and failure to capture. The lv lead was not used and replaced during the procedure. The patient was in stable condition.